Manufacturer narrative:
The evaluation of the returned modular cable confirmed the report of multiple areas of cosmetic damage to the outer jacket of the cable. Examination of the modular cable, lot number 165375, found that the polyurethane outer jacket and bend reliefs were discolored yellow/gray. The discoloration of the cable appeared to be gradient and became darker at the inline connector end. Three tears in the outer jacket were observed on the proximal end of the cable at approximately 18-21 inches from the controller connector, exposing the underlying armor layer. Closer examination of the cable found that the darker gray discolored areas of the jacket in the location of the tears as well as on the remainder of the cable showed a cracked surface and had a soft/spongy texture. The outer jacket material appeared to have expanded, causing the ends of the torn polyurethane to push together and overlap. The evaluation could not conclusively determine the cause of the outer jacket damage and discoloration of the cable. Upon removal of the outer jacket, visual inspection of the armor and bionate layers along the length of the cable revealed no evidence of damage. The underlying wires were noted to be kinked in the area of the outer jacket damage. An area of compromised wire insulation was identified on the brown wire where the wires were kinked adjacent to the terminus of the inline connector bend relief (approximately 21 inches from the controller connector), exposing the inner metal conductors. The observed damage to the brown wire appeared to be the result of fatigue failure due to repetitive flexing of the cable at the terminus of the inline connector bend relief. Microscopic inspection of the remainder of the returned modular cable revealed no additional areas of compromised wire insulation. The modular cable passed electrical continuity testing without issue. Because the majority of the inner conductors of the brown wire remained intact and no other breaches in the insulation exposing the inner conductors were identified on the surrounding wires, the observed damage to the brown wire would not have resulted in an any alarms and there was no potential for an electrical short to occur to result in a functional issue. It was reported that no alarms or technical issue occurred. The heartmate 3 lvas IFU and patient handbook contain information in regards to caring for the driveline and instruct the user to check the driveline daily for signs of damage. The IFU instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The patient remains ongoing on lvad support with the replacement modular cable. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient visited the outpatient clinic. The outer layer of the modular cable was damaged in two places, which the patient had repaired with tape at home. The modular cable was exchanged. No technical issues were reported. No further information was provided.